Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. The pump function properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No ramping numbers on their own or scrolling bar moving anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers continued to scroll while trying to program a bolus delivery. Customer's blood glucose was 33 mmol/l. Insulin pump will be replaced.